Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10501. Investigation is ongoing.

Event description:
Preliminary evaluation of the returned esheath revealed sheath shaft liner torn, a liner strand and sheath shaft kinks. As reported from our affiliates in (B)(6), during a transfemoral transcatheter valve replacement (tvr) procedure with a 29 mm sapien 3 valve in previously implanted prosthetic valve in the tricuspid position, the balloon catheter burst during full inflation. Upon removal of the balloon, resistance was felt and it was not possible to pull the balloon back into the esheath. A small cut down was performed to remove the balloon and the esheath. The sapien 3 valve was then successfully deployed with the commander delivery system and a new sheath. The patient was in stable condition post procedure.

Manufacturer narrative:
Corrections to section d4 and h4. The sheath was returned with bav inserted in a used condition to edwards lifesciences for evaluation. The device was visually inspected, and the following were observed: sheath shaft liner torn confirmed - liner torn along the entire length of sheath shaft; hdpe is cut almost along entire length; sheath shaft kink confirmed - kink damage on sheath shaft, approximately 1¿ from comnut and 2¿ from distal tip; sheath shaft liner strand confirmed - liner and hdpe strands at multiple locations; minor soft tip damage; scratches observed approximately 1¿ from distal tip.  Dimensional inspection was performed and the liner thickness was measured along the length of tear. The liner thickness was found to be within specification. Due to the nature of the complaint and condition of device return, no functional testing was able to be performed. The complaint was confirmed visually. During the manufacturing, the sheath shaft components were 100% visually inspected for any defects. The esheath final assemblies were 100% inspected by both manufacturing and quality. In addition, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices.  All testing passed specification. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints relating to sheath shaft kinked, bent and liner strand. A review of the complaint history from may 2019 to april 2020 for edwards esheath (all models and sizes) revealed additional similar returned complaints for sheath shaft kinked, bent, liner strand, and liner torn. These complaints were confirmed. However, no manufacturing nonconformities were identified in the returned devices.  Available information suggests that patient and/or procedural factors may have contributed to the reported events. A review of complaint history revealed that the occurrence rate did not exceed the april 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   The complaints for sheath shaft kinked, bent, liner strand, and liner torn were confirmed based on visual inspection of the return device. Investigation of the device, lot history review, DHR review, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, ¿during bav with a 25mm edwards balloon, balloon burst when fully inflated. A resistance was felt during the balloon removal and was unable to pull the balloon into the esheath.¿ withdrawal of a burst balloon with an altered balloon profile through the sheath can potentially result in the balloon catching on the sheath shaft. Per the procedural manual, ¿do not use excessive force. Take care when removing the balloon through the tip of the sheath.¿ interaction between the altered balloon profile and sheath may result in damage to the sheath (i.e. Torn liner, kinks). Per the complaint description, ¿vascular surgery was involved and a small cutdown was performed and was able to remove the ruptured balloon and the esheath.¿ it is likely that additional force and manipulation was required during the intervention to withdraw the devices. It is possible that the sheath was damaged (i.e. Torn liner, liner strands, kinks) during the cutdown for device removal. A definite root cause is unable to be determined at this time. However, available information suggests that procedural factor (withdrawal of burst balloon, intervention for device removal) may have contributed to the reported complaint events. Since no product non-conformance was confirmed and the occurrence rate did not exceed the respective complaint control limits, a corrective/preventative actions and a product risk assessment (pra) escalations are not required.

Manufacturer narrative:
Reference CAPA-20-00141.